Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed a "lifeband not present" error message was confirmed based on the archive data review but not confirmed during the functional testing. Per the archive, the autopulse platform displayed multiple times a user advisory (ua) 12 (lifeband not present) error message. No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. Based on data recorded in the archive, the likely root cause of the reported complaint resulted from the lifeband not being present or fully inserted and locked upon powering on the platform. During the visual inspection, no physical damage was observed on the autopulse platform. Based on the archive data, the platform displayed multiple (ua) 12 errors around the reported event date, confirming the reported complaint. The customer cleared the error message, and it did not reappear during the functional testing. The user advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag: advisory codes description and action, user advisory 12 indicates that autopulse has detected that the lifeband is not correctly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. The autopulse platform passed the initial functional testing without any fault or error. A load cell characterization test confirmed that both cell modules function within the specification. The lifeband clip detect switch inspection procedure was performed, ensuring the switch lever is parallel to the switch case and the screws holding the switch are torqued to specification. The brake gap inspection was performed and it was verified that the brake gap was within the specification. In addition, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
Patient 3 of 3. The customer reported that during a patient event involving a man in his 60s or 70s who was severely obese and resided in a 24-hour nursing home, the autopulse platform (sn (B)(6)) displayed a "lifeband not present" error message. The crew power cycled the platform and adjusted the lifeband; however, the issue persists. The manual CPR was continued for the duration of the cardiac arrest. Per the reporter, the patient was declared dead in the field. The initial and final rhythms were asystole. The customer did not provide information regarding the relationship between the death and the alleged malfunction. However, the msa evaluated the incident, and it was determined that the death was not related to the autopulse device. Per the reporter, the crew placed a new lifeband before the call. Upon testing the autopulse platform following the call, the error could not be reproduced. Please see the following related MFR reports: for patient 1 of 3, see (B)(4), MFR 3010617000-2024-00087, for patient 2 of 3, see (B)(4) , MFR 3010617000-2024-00088.

Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the product is returned, and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.